Event description:
Investigation revealed contamination under all key contacts after the keypad cover was removed. The display screen was also found to be pink. The battery compartment was also cracked below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6)2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigation revealed contamination found under all key contacts after the keypad cover was removed. The display screen was also found to be pink. The battery compartment was also cracked below the bumper pad. Unrelated to the complaint, the contrast button was found to be intermittently responsive; the contrast button has no effect on insulin delivery function. The remaining keypad buttons were still responsive to user input and the keypad cover was intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).